Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly generated a "low vacuum" alarm. All connections were checked an noted to be secure and there was no sign of a catheter leak. A getinge emergency support consultant suggested that the end user swap out the iabp unit and send it to their biomed for evaluation. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the low vacuum. Further investigation revealed that the safety disk was loose and not secured properly. The stm secure the safety disk then performed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly generated a "low vacuum" alarm. All connections were checked an noted to be secure and there was no sign of a catheter leak. A getinge emergency support consultant suggested that the end user swap out the iabp unit and send it to their biomed for evaluation. It is unknown if there was any patient harm/injury; however there was no adverse event reported.